Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a valve model 3300tfx29mm implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 9 years and 4 months due to degeneration leading to stenosis and regurgitation. The patient presented with short of breath, chest pain, dizziness and syncope/fainting. A 29mm sapien 3 valve was successfully implanted within the surgical edwards valve using the transfemoral vein. Per the surgeon, the failure was due to disease progression. The patient outcome was noted as discharged home the following day.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.